Manufacturer narrative:
The device was returned to olympus for evaluation where service was unable to confirm the complaint. Service found: damage or deformation due to physical stress (caused by handling), crack of resin part (crack due to impact such as dropping/ crack of molded part due to physical/chemical stress) (caused by handling), the light guide lens was chipped due to a shock caused by dropping and knocking the endoscope to a hard surface/object (handling issue), part of the insertion tube is caught and pinched-the insertion tube becomes deformed (handling issue), a gap of adhesive on a-rubber, and the angle wires were stretched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the device had microbial growth in the air/water channel (10-100 cfu mixed bacterial growth). The reported problem was found during preparation for an unspecified procedure. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Correction to report source of the initial report, "health professional" and "other" australia were inadvertently left out of the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.